Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on april 5, 2017, omsc confirmed that the coating on the outer surface of the jaw partially came off. The manufacturing record was reviewed and found no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the user scraped dirt such as burnt deposit with a hard object. The instruction manual of the device has already warned as follows; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a resection of the esophagus, the ptfe pad of the subject device was partially separated after a short time of use. There was no patient injury reported. April 5, 2017, olympus medical systems corp. (Omsc) confirmed that the ptfe pad of the subject device was worn and partially peeled. The coating on the outer surface of the jaw was partially came off. This is the report regarding the coating damage of the subject device. The report on the ptfe pad damage is going to be separately submitted.